Event description:
A surgeon reported a defect in the central optic of an intraocular lens (iol). There was no patient impact.

Manufacturer narrative:
The product was returned for analysis. Optic was scratched-rejectable near the optic center. The product did not meet release criteria and the complaint will be reviewed with the appropriate inspection personnel. There has been one other similar complaint reported in the lot number. (B) (4). (B) (4)